Event description:
Technician alleged that the brakes caster was not holding.

Manufacturer narrative:
Technician found that the brake caster was worn. He replaced the brake caster and the brakes functioned properly. There were no alleged injuries by the account.